Event description:
The device was used during a laparoscopically assisted vaginal hysterectomy. Reportedly, the handle broke and the jaws would not open. No pt injury was reported. Used another device to finish the procedure.